Manufacturer narrative:
Evaluation summary: broken inlet port however, there was no repair data that could determine the cause. We checked the returned unit and confirmed that the operation channel leaky. Based on the result, we concluded that it was caused due to the physical damage applied on the operation channel. Correction information: g6: follow up #1 h2: type of follow up h6: coding changed based on the investigation result.

Manufacturer narrative:
The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was confirmed. The device was repaired where all defects found was remediated and returned to the user (B)(6) 2022. On (B)(6) 2022, a device history record (DHR) review for model eb-1970uk, serial number (B)(4). Was performed and the DHR review confirmed the endoscope was manufactured on (B)(6) 2011 under normal conditions, pass all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
(B)(6) was made aware of an event which occurred in the (B)(6) involving pentax endoscope model eb-1970uk. In the event reported, the user stated that the biopsy inlet was broken. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint.